Manufacturer narrative:
(B)(4). Teleflex has received the reported device for evaluation. The reported complaint of blood in helium pathway is confirmed based on inspection. The returned iab was too damaged to analyze. The damage to the iab is consistent with surgical removal. The root cause of how the blood entered the helium pathway is not able to be determined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks.

Event description:
It was reported that the event involved a patient of 5'3" in height with intra-aortic balloon pump (iabp) placement. On (B)(6) 2017 1526, while the patient was in the operating room (or), they inserted a 40 cc intra-aortic balloon (iab) via a sheath into the patient's right femoral artery. The physician reported that there was no difficulty with the insertion. On (B)(6) 2017 at 1700, they found blood in the tubing. Therapy was discontinued due to the rupture of the balloon. There was difficulty in removing the balloon so the patient was taken back to the or where the balloon was removed. A femoral artery exploration was performed and a repair of the right femoral artery. The only reported alarm was: 0730- helium tank empty alarm without any warning of being low. Switched tank, resolved. No report of any possible helium alarms. Patient is current (as of (B)(6) 2017) still in the cardio-thoracic intensive care unit (cticu).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a patient of 5'3"in height with intra-aortic balloon pump (iabp) placement. On (B)(6) 2017 1526, while the patient was in the operating room (or), they inserted a 40 cc intra-aortic balloon (iab) via a sheath into the patient's right femoral artery. The physician reported that there was no difficulty with the insertion. On (B)(6) 2017 at 1700, they found blood in the tubing. Therapy was discontinued due to the rupture of the balloon. There was difficulty in removing the balloon so the patient was taken back to the operating room where the balloon was removed. A femoral artery exploration was performed and a repair of the right femoral artery. The only reported alarm was: 0730- helium tank empty alarm without any warning of being low. Switched tank, resolved. No report of any possible helium alarms. Patient is current (as of (B)(6) 2017) still in the cardio-thoracic intensive care unit (cticu).